Manufacturer narrative:
Other applicable components are:product ID 3487a, serial# (B)(4), product type: lead .

Event description:
Information was received via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. Information was reported the patient had an x-ray done and it confirmed that the patient had a lead that 'popped loose'. The caller stated the patient was instructed to contact local manufacturing representative (rep). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.